Manufacturer narrative:
The investigation has been completed and the reported issue was unable to be confirmed due to a different issue that was found. Different issue: (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Reportedly, the pump declared multiple, intermittent temperature alarms while not in extreme temperatures and was also hot to touch. Blood glucose (bg) level was impacted (547 mg/dl) and was addressed by administering manual injections. It was indicated that the customer will use manual injections as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information about hospitalization; however, no additional information regarding this event was provided.